Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was admitted to hospital, inadequate hv shocks were observed. Magnet was applied and the patient was externally defibrillated. Patient had a lvad and an azygous coil implanted in addition to device implant a day before. Dft testing was successful during device implant. Upon reviewing the session records, unacceptable defibrillation thresholds were confirmed. It was noted that patient's atp accelerated to vt and several shocks were delivered without success. No changes were planned for the device. Patient will either receive a new heart or will stay admitted in hospital. Patient's condition was stable.